Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had post-reset ram crc alarm. The customer¿s blood glucose level was 7.5 mmol/l at the time of incident. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and selftest. The insulin pump was connected to a test transmitter or sensor and monitored without any connection interruptions. The test battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The insulin pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected drive count or time values or changes incorrect for moving or coasting error alarm was noted.